Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 04/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history appeared to be inaccurate related to manual time changes which lead to the total daily dose history showing duplicate dates with 0 unit totals. The pump's daily insulin delivery totals correctly reflected the user programmed basal rates. Periodic boluses were performed and were confirmed to be recorded accurately in the pump history. The pump was opened and no damage was noted on the inside of the pump. Unrelated to the complaint, the display screen was found to be discolored; a test screen was inserted and the display returned to normal.

Event description:
The reporter indicated that the pump history was inaccurate due to duplicate entries for dates in the total daily dose history.